Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that patient had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 592 mg/dl. The customer was experiencing symptoms of frequent urination. The customer was assisted with performing the high pressure test and test failed. The customer repeated high pressure test and it passed. The customer was treated for high blood glucose with pump. The customer was advised the 2 high blood glucose rule. The customer was advised to change entire set, reservoir and insulin and treat. The customer was advised to followed up with health care provider concerning unexplained high blood glucose. The customer reported via phone call indicating that the insulin pump alarm failed self-test. Customer's blood glucose was 592 mg/dl. The customer stated alarm did not occur during the rewind/prime sequence. The customer was advised that the device would be replaced.